Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On 12/30/2015 the patient's daughter reported that the patient had bruising under her breasts and under the garment straps. During a follow up on (B)(6) 2016 the patient's daughter reported that the lifevest was digging into the patient, causing damage to the patient's skin. A follow up on (B)(6) 2016 indicated that the patient had been in a nursing and rehabilitation facility. The patient's sister reported that the patient's nurses placed foam padding under the garment where it was irritating the patient under her breast, but that this caused the garment strap to come in contact with irritated skin again. She further reported that the patient was hospitalized due to a stage 2 ulcer. The ulcer was located where the bottom edge of the garment strap sat on the patient's breast/chest are. The sister reported that some of the skin was intact but it was bruised. She also reported stage 1 ulcers in a few other areas due to the lifevest. The sister mentioned that the patient's doctor had warned of potential skin irritation due to the patient's history. The final medical outcome of the reported ulcers and bruising are unknown at this time. The patient continued use of the lifevest.